Manufacturer narrative:
Clinical evaluation performed by medical affairs director significant medial subsidence of the tibial baseplate few weeks after primary cemented tka. The image supplied does not allow to evaluate implant dimensioning, but these events are normally due to poor bone quality and certainly not to a malfunctioning device. Patient match planning review performed by my solution department our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
Revision surgery performed after 2 months and 10 days from the primary surgery due to the subsidence of the tibial base. The surgeon revised the tibial base. The patient has various neurological disabilities. The lot is unavailable.